Manufacturer narrative:
Visual assessment of the device shows the actuator is jammed roughly mid-point of the needle tip. No t¿s or sutures remain on the needle. The insertion needle is dramatically bent on two planes. Device was functionally tested for proper actuator advancement and cycling, device would not function properly. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. No further investigation is warranted at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that both t1 & t2 deployed from the fastfix and the suture pulled out of both. Both t's were left unsupported in the patient. Surgeon used another fastfix to complete procedure. No delay occurred and no impact to the patient was reported.